Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the product investigation reported the locking driver is missing one of the four blade segments at distal tip. The locking driver, for cslp quick lock screws (part 03.610.601) was returned with a complaint stating that the driver shaft has a chip. The locking driver is part of the cervical spine locking plate system (cslp) includes variable angle plates, expansion-head screws (standard, self-taping and self-drilling), locking screws and set of instruments. The applicable technique guide ((B)(4)) was reviewed. This driver is used for tightening and removing the locking screws. Upon inspection of the involved instrument, the locking driver (part 03.610.601) was not found to have a chip in the shaft; however, it is missing one of the four blade segments at the distal tip. This locking driver, lot 1818731, was manufactured in july of 2008 under (B)(4). A. The most recent drawings were reviewed ((B)(4)). The material was reviewed ((B)(4)) and found to be instrument grade. In conclusion, proper use is critical to the success of this device, this complaint could have been caused by improper technique (excessive force, over torquing and/or improper manipulation). The design is adequate for its intended use and did not contribute to the complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the locking driver shaft had a chip. After examining the locking driver the synthes engineer reported the driver tip is missing one of the four blade segments at the distal end. A review from clinical determined the complaint as received condition is a reportable product problem. This is report 1 of 1 for (B)(4).